Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the surgeon observed screw stripping with the universal 2 system, particularly in osteoporotic bone, and questioned whether this is due to technique or a screw-related issue. No surgical delay or any medical intervention were reported at intake.